Event description:
Jjpi was notified of this incident through a summons and complaint lawsuit. The suit alledges, "that the shunt on january 25, 1997, ....implanted into the plantiff's decedent failed causing plantiff's decedent to suffer and sustain severe bodily injuries leading to his death". The patient's health history and exact cause of death is unknown. No other information concerning the incident is known at this time.